Event description:
Customer contacted ortho clinical diagnostics to report that a pt with an anti-jka showing dosage, did not react with vrb130. The customer reported the antibody as nonspecific. Four units of packed cells were transfused to pt in 2009. Customer states that the pt's dat was positive when tested. Ocd's medical director has classified this event as a serious injury.

Manufacturer narrative:
Testing of the jka antigen was not possible due to receipt of complaint beyond expiration dating.